Event description:
Boston scientific received information that this right ventricular lead was repositioned three days after implant due to dislodgement. It was reported that the dislodgement likely occurred due to excessive patient movement.